Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume that was identified in the logs that occurred on date (B)(6) 2011 at 23:00:44 with ultrafiltration reading was 1053ml during cycle 4, indicating the home patient (hp) drained 903ml more than their maximum programmed fill volume of 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: a review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1053 ml during therapy initiated on (B)(4) 2011 at 23:00, which was suspected to be an iipv event. A partial fill was delivered during fill 4 of 4 of 1321 ml, which was less than the expected tidal volume of 1350 ml. Review of the event log revealed the cycle 4 drain was completed on (B)(4) 2011 at 8:19 and the home patient's actual drain volume during cycle 4 was 2374 ml. The actual drain volume of 2374 ml is 158% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.